Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation after the machine was unpacked, it was observed that the base was tilted from the top assemble. The bolt between the top and base assemble were observed to have issue. The reported condition was verified. The likely cause of the condition is due part failure caused during transportation. To resolve the issue, the qualified technician replaced the base assemble. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Facility name: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the setup of a prismaflex machine, the bolt between the top and base assemble was observed to have an "issue". There was no patient involvement. No additional information is available.